Event description:
It was reported that when using the bd pyxis¿ es server the user stated that all stations were in disconnected mode and critical override mode. The user also stated that all es devices and es server had connectivity issue around 2hour ago and happened to multiples site. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier and serial number not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in disconnected mode. A technical support specialist found that all services had been disabled; information technology team (it) re enabled them and set them to automatic, guided the team to restart all services and once started, the user observed that the disconnected device notifications began clearing. Customer coordinated with the lead system engineer to determine whether the service stoppage was related to the ongoing server migration project. Connected to the database server and ran the downtime query, which showed all carefusion coordination engine (cce) timestamps aligned and processing normally with zero pending messages. Contacted the customer to confirm that messages were flowing and devices were communicating properly, and the customer verified resolution. The system functioned as intended after the technical support specialist and information technology team troubleshot the device.